Manufacturer narrative:
The customer was provided a quote to send to the bench for further repair. No additional diagnostic/functional testing was performed. The customer didn't accept the quote at this time. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is undetermined. The product malfunction was unable to be confirmed because the customer refused service. A review of the service history for this device shows the problem has not been reported again for this device.

Manufacturer narrative:
E1; reporter institution phone number(B)(6). E1: reporter phone number: (B)(6). Pending return to united kingdom bench for further evaluation and to replaced parts. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the nbp readings were high. The device was not in use on a patient at the time of event, there was no patient involvement.